Event description:
It was reported that (1) device was used during a laparoscopic colon. It was reported by the affiliate that the tsb45 instrument doesn't cut and doesn't staple. Another instrument was used to complete the case. There was no consequence to the pt.